Event description:
Access rij via intro needle and pik, ok. Primed, no leaks found. Inserted cath into vein, ok. Tunnelled cath as per IFU. Accessed cath-white lumen no bleedback, gently pulled cath to see if it kinked. Tried to flush white lumen again, flush went in very quickly. Contrast study post this, found cath had split.